Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left-sided rupture. Concomitant medical products: 375cc mentor memorygel breast implant ( catalog #: 3503754bc, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with a 375cc mentor memorygel breast implant and experienced postoperative left-sided rupture. The rupture was visualized via MRI performed on (B)(6) 2019. As a result, the patient is scheduled to undergo bilateral removal and replacement with unspecified implants on (B)(6) 2019.

Manufacturer narrative:
On 11/04/19, the healthcare professional reported that the replacement devices are two 425cc mentor memorygel breast implants ( catalog #: 3504251bc, serial # for left: (B)(4), serial #: (B)(4) . On 11/13/19, mentor received additional information regarding the device condition and the patient's symptoms. The left-sided device was found to be intact upon explantation. The patient has a history of bilateral mammary hypoplasia. Also, the patient experienced capsular contracutre on her left breast (grade unknown) and bilateral device migration. The relevant fields have been updated. The patient underwent a reoperation due to device migration, capsular contracture, and suspected rupture. On 11/18/19, the investigation on the suspected medical device was completed. There was no device received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, no apparent damage was observed. The photo does not provide enough evidence to determine any damage. Hands on analysis should provide the evidence necessary to confirm the root cause. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. All mentor product is 100% inspected prior to release. We value the patient's assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer's reference number: (B)(4).